Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument was placed on an is3000 system and was driven. The instrument was recognized and was able to engage appropriately. The instrument moved intuitively, with full range of motion in all directions. The grips opened and closed properly and the returned instrument passed functional testing. Failure analysis investigation did, however, find the following damage: the instrument's pitch cable is frayed at the distal clevis hub and sticks out at the wrist. The other cables at the wrist were not damaged. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. It was concluded that the damages found to the distal pulley and main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the prograsp forceps stopped working. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.